Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having issues with their device which was clarified to mean they had started leaking again. It was noted the patient had a leaking issue before (date of which was unknown) where the manufacturer¿s representative adjusted it and it worked fine ¿for a little while¿. The patient stated that the current leaking issue started about 6 months ago and had tried different programs but had gotten worse and they now wore discreet underwear. The patient was not having pain. They had an upcoming appointment on (B)(6) 2017 with their doctor and the manufacturer¿s representative was to be there. It was also noted that the patient got a reminder from the doctor¿s office telling them to get the battery checked as it had been implanted in 2015. It was later reported that the steps taken to resolve the return of leakage included replacing the battery. The procedure was reportedly scheduled. There were no further complications anticipated/reported.